Event description:
It was reported that the c-ring got caught on a vein tributary and broke off during surgery into the pt's leg. The incision in the pt's leg had to be extended to locate and remove the missing piece. This reportedly added approximately 25 minutes to the case. The pt's other leg had to be opened to obtain a good section of saphenous vein to continue the heart bypass. No further complications were reported during this surgery.